Event description:
Boston scientific received information that this right atrial lead showed oversensing, noise due to recorded anti tachycardia response events. The pacing impedances were below 200 ohms in the bipolar configuration. The device was reprogrammed to unipolar configuration and the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.